Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for a polyethylene knee device implanted for approximately twenty-years. The investigation did not find any evidence of product failure and the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear, knee pain, and swelling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.